Manufacturer narrative:
The device was in use for treatment. The device was not returned for evaluation; as a result, the allegations against this cable (broken cable) cannot be confirmed. A review of the device history records could not be performed as the lot number of the device is unknown. It was reported there were no patient issues related to this complaint. As the device was not returned, the root cause of the failure could not be determined. Potential cause of this failure: insufficient strength of soldered joint. Since the separation between the cable wire and the soldered pin may cause a disruption of the cable function, a corrective and preventive action has been opened to address this failure. Per the cable inspection procedure, during in process inspection the cable is inspected 100% for continuity. During final inspection, each strand of the cable is checked for the correct colored part, overall length of the cable, cable checked for damage and insulation voids, verification that the silicone strain relief extends at least for a length of 2 cm outside the female connector, checked that the silicone strain relief fits the wire snugly, checks for strain relieves for damage and gaps, a pull test is done on each connector and pin and the cable is inspected again for continuity. The instructions for use (IFU) informs the user: for reusable cables only: the cables can be re-sterilized by oscor eto gas sterilization a maximum of two times. The directions for use inform the user to: first attach the proximal connector(s) to a pacemaker/analyzer or another extension cable while observing polarity indicated by the color. Then attach the distal connector(s) to the temporary lead connector or to another extension cable, again observing polarity by the color. The detachment of the connection should be done in the reverse order. Precautions include: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death. Extension cables are not intended for use with apnea monitors.

Event description:
The customer reported this adaptor cable has broken near one of the red/black connectors that are plugged to the 5391 epg. No patient issues were related to this complaint. It was further reported by the customer that the cable is perceived as too thin and breaks with normal use.